Event description:
It was reported that the day prior to the implant procedure, this subcutaneous implantable defibrillator (s-ICD) device battery was found to be at 10% remaining longevity. The s-ICD was not implanted and exchanged to resolve the event. No patient was involved in this event. It is unknown if the device will be returned for analysis.

Manufacturer narrative:
Although this device has not been returned for laboratory analysis, boston scientific concluded that a known issue likely contributed to the event; that is, this s-ICD was manufactured with an incorrect date/timestamp within the software, which caused an inaccurate display of battery capacity.

Event description:
It was reported that the day prior to the implant procedure, this subcutaneous implantable defibrillator (s-ICD) device battery was found to be at 10% remaining longevity. The s-ICD was not implanted and exchanged to resolve the event. No patient was involved in this event. It is unknown if the device will be returned for analysis.

Event description:
It was reported that the day prior to the implant procedure, this subcutaneous implantable defibrillator (s-ICD) device battery was found to be at 10% remaining longevity. The s-ICD was not implanted and exchanged to resolve the event. No patient was involved in this event. The device was received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Review of device data confirmed the device software had an incorrect manufacturing date/timestamp. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output.